Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. There was no reported impact to customer's blood glucose level. Pump reset was performed to resolve the reported issue.